Event description:
Boston scientific received information from this field representative that during four different implants he attended where an autogen device was implanted, he was not able to obtain a successful right ventricular automatic threshold (rvat) or right atrial automatic threshold (raat) test. Each time the tests were attempted, they failed due to either noise or fusion. Boston scientific technical services (ts) was contacted for further assistance for this field representative. A ts consultant discussed troubleshooting that could be performed to determine if the issue was related to electromagnetic interference (emi) from the hospital equipment in the operating room or another source. The model and serial numbers for these devices that exhibited the failed tests were not provided. No adverse patient effects were reported. This event is related to a non - united states product advisory which boston scientific refers to as ¿autogen rvat (B)(6) 2014.¿ this product is not currently approved for sale in the united states and the event does not affect united states product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.